Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12566. It was reported the physician attempted to place leads for a permanent procedure. Due to the patient's anatomy, the physician was unable to place the leads. The case was abandoned after 90 minutes in surgery.